Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" codes were observed in the ventilator's downloaded error log. The device's system board and sensor board were replaced to address the issues. The device had physical damage consistent with being dropped.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing a test step was found to be consistent with the control pressure sensor (mt3) drifting out of tolerance.